Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a secondary infusion of an unknown medication backflowed into a primary saline bag. Staff suspects a check valve failure. There was no patient harm and no medical intervention was required.

Manufacturer narrative:
Correction on initial report.